Event description:
It was reported that "during mantis surgery, the surgeon inserted the polyaxial screw. When the surgeon used the persuader and did the push of the rod into the mantis screw head, the head of the screw (tab) broke. The surgeon removed the fragments. Afterwards, the surgeon changed the broken screw to another size screw."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion codes will be made available following an engineering evaluation.